Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and the customer was able to continue using it without the malfunction recurring. The customer was advised to call back if any issues arose again.